Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video display controller - upper monitor (vdcu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vdcu was analyzed and no issues were found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. This part was determined to be the wrong part sent back. As a result of these findings, no root cause could be determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered repeated recoverable 45309 errors during case setup. The customer stated that the main screen on the tower did not come up and only "intuitive" was seen on the screen. The customer attempted to power cycle the system a couple of times, but the same error continued and there was still no image. The technical support engineer (tse) viewed the system logs and confirmed the 45309 error pointing to the video display controller - upper monitor (vdcu). The tse recommended to perform a hard power cycle on the tower. The customer performed this, but the error immediately returned and the screen was showing the same "intuitive" logo. The customer was going to move the procedure over to their other da vinci 5 system. The procedure was aborted to another da vinci.